Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Additionally, it was reported that the pump fill estimate was intermittently inaccurate. Customer's blood glucose was 397 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.